Event description:
As reported, the distal part of a 5f 110cm 6sh super torque marker band pigtail catheter separated inside the common femoral artery during an endovascular abdominal aortic aneurysm repair (evar). After measuring the length the doctor tried to take the catheter out over the wire and experienced resistance/ friction withdrawing the device. The physician then pulled the catheter with a bit more force and it came out lacking the distal part of the catheter. The device separated approximately 20cm from the distal end, and the catheter was missing the section with the marker bands. The sheath was then removed and the distal part of the catheter was found in the common femoral artery. As the physician could not remove the distal part of the catheter left inside the common femoral artery, and incision of 8-9cm was made to extract the remaining catheter. The device was successfully removed with all marker bands intact on the catheter. The incision was closed and a new unknown 18f non-cordis sheath was placed to confirm the artery was closed, yet once again he had to open up and then do a bypass graft in the iliac artery before he could finish the evar procedure. The additional intervention caused a two hour bypass required from resulting injury to the external iliac artery. The patient is listed in stable condition. An 18f non-cordis sheath was placed in the contralateral limb, and a non-cordis endoprosthesis was inserted. The catheter was placed on a non-cordis extra-stiff guidewire and contrast was injected through the sheath to measure the length of the limb extension needed to be placed. The target lesion had severe calcification, the vessel had no tortuosity or angulation and had 50% stenosis. No resistance was met while advancing the device. No excessive torqueing was required. No resistance was met while advancing the device over the guidewire. The device did not kink in the area of separation. The product was stored in a box in the laying position in a temperature controlled operation room. The product was inspected and prepped according to the instructions for use, and no anomalies were noted when removed from the package. The device was not resterilized. A procedural cd is available and will be sent for review. The device is being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18020260 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: as reported, the distal part of a 5f 110cm 6sh super torque marker band pigtail catheter separated inside the common femoral artery during an endovascular abdominal aortic aneurysm repair (evar). After measuring the length, the doctor tried to take the catheter out over the wire and experienced resistance/ friction withdrawing the device. The physician then pulled the catheter with a bit more force and it came out lacking the distal part of the catheter. The device separated approximately 20cm from the distal end, and the catheter was missing the section with the marker bands. The sheath was then removed, and the distal part of the catheter was found in the common femoral artery. As the physician could not remove the distal part of the catheter left inside the common femoral artery, an incision of 8-9cm was made to extract the remaining catheter. The device was successfully removed with all marker bands intact on the catheter. The incision was closed and a new unknown 18f non-cordis sheath was placed to confirm the artery was closed, yet once again he had to open up and then do a bypass graft in the iliac artery before he could finish the evar procedure. The additional intervention caused a two-hour bypass required from the resulting injury to the external iliac artery. The patient is listed in stable condition. An 18f non-cordis sheath was placed in the contralateral limb, and a non-cordis endoprosthesis was inserted. The catheter was placed on a non-cordis extra-stiff guidewire and contrast was injected through the sheath to measure the length of the limb extension needed to be placed. The target lesion had severe calcification, the vessel had no tortuosity or angulation and had 50% stenosis. No resistance was met while advancing the device. No excessive torqueing was required. No resistance was met while advancing the device over the guidewire. The device did not kink in the area of the separation. The product was stored in a box in the laying position in a temperature-controlled operation room. The product was inspected and prepped according to the instructions for use, and no anomalies were noted when removed from the package. The device was not resterilized. A single cd-rom containing multiple cine files was received and reviewed by an external physician. Initial imaging shows an initial abdominal aortogram. There is bilateral femoral access. The marker catheter enters via the left cfa and a wire comes from the right. There is abrupt cut off of contrast in the infra renal aorta near the aortic bifurcation. This suggests the possibility of aortic dissection in this area. The marker pigtail catheter is intact. Aortogram during placement of the body and ipsilateral limb. There appears to be possible dissection of the infra renal aorta. The left femoral marker catheter is intact. Subsequent imaging shows interval removal of the left sided marker catheter and placement of a right sided marker catheter. The right common iliac artery is irregular and moderately calcified. On angiogram images 12:12:36, the right marker catheter has been removed. No flow is seen in the left iliac system. There is high grade stenosis of the right hypogastric artery origin. Subsequent image shows right femoral cut down procedure in progress. Next image shows an 18 fr sheath in place in the right external iliac artery. Contrast does not reflux into the graft limb. Subsequent images show replacement of a marker catheter on the left. Contrast injection shows no flow in the right iliac limb. Images obtained on 12:51:10 show a complex appearance to the aorta and endograft. It is unclear to me if there is thrombosis of the right iliac limb or dissection. Following images show an aortogram with flow seen only in the body and left iliac limb. Last images are from probable femoral femoral bypass graft placement. One non-sterile cath mb 5f pig 110cm 6sh unit was received for analysis. During visual inspection, a separation located approximately 25 cm from the distal tip was noted. Additionally, the marker bands on the device were observed moved/out of position, the unit with eight out of the twenty marker bands moved out of place. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. Functional analysis could not be performed due the separated condition of the unit. Amplified images of the moved marker bands were taken, and no anomalies were observed. Sem analysis presented evidence of diameter reduction on the wire and elongations on the body/shaft material of the unit. A product history record (phr) review of lot 18020260 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported event by the customer as ¿catheter (body/shaft) ¿ resistance/friction - in-patient¿ was not confirmed functional analysis could not be performed. The event ¿catheter (body/shaft) ¿ separated - in-patient¿ was confirmed since a separated condition was noted. The elongations found on the body/shaft material and the diameter reduction on the wire of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the body/shaft material yield strength prior to the separation. Per the external physician review, this is a difficult complaint to evaluate because of the limited information provided. Marker catheters are placed and removed at least two times on the left and at least once on the right. The clinical information does not specify at what point in the procedure (i.e. Which catheter) the catheter fractured. Also, the report does not specify right or left regarding on which side the femoral cut-down and fragment retrieval occurred. Judging from the clinical report, the operator experienced resistance when attempting to remove the catheter over the wire so he/she decided to provide more force. This resulted in catheter fracture. There are many different possibilities why this resistance occurred. Was the pigtail caught on the proximal attachment, was there excessive torquing, did the physician lose access and readvanced the wire through a strut, etc.? Nevertheless, when resistance is met during this part of the procedure the operator should take great care before applying more force. Magnified fluoroscopy will usually identify the point/ source of resistance. Often advancing the catheter rather retraction can resolve this issue. It appears the treating physician handled this complication appropriately as well as other issues that emerged in this complex case. Although not intended as a mitigation of risk, information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Avoid entrapment of the catheter between other endovascular devices and the vessel wall.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.